Manufacturer narrative:
Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Blood glucose level was 480mg/dl. A system check was performed and the pump performed as intended. No damage was noted to the infusion set cannula. Reportedly, the customer had not been performing the correct air removal process and believed this was the cause of the occlusion alarm.